Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had blank display. Troubleshooting was performed. Customer's blood glucose level was unknown at the time of the incident. It was reported that the customer went swimming with the insulin pump and was not aware that it was not watertight anymore with a crack. The customer stated that they showered before with the insulin pump cracked but nothing happened. It was explained to the customer that this was luck and the crack made the insulin pump not watertight. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, active current measurement and displacement test. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. However, insulin pump received with a high sleep current measurement due to moisture damage electronic assembly. Also, insulin pump received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted. No unexpected vibrate or black screen noted. Insulin pump received with cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.